Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and the lead was stretched. It was also noted that the proximal conductor was distorted, that all conductors were stretched, the inner insulation was kinked buckled, and there was blood in/on the helix mechanism. Damaged at implant.

Event description:
It was reported that upon attempted implant, the helix on the right atrial lead was unable to be retracted. The lead was removed and replaced. No patient complications have been reported as a result of this event.